Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked reservoir tube and cracked battery tube threads.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have a cracked display screen which goes from display screen to battery compartment. Customer's blood glucose was 121 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.